Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the device failed to perform a synchronized defibrillation. The complainant indicated that there was no patient involvement in the reported malfunction.